Event description:
Customer reported the system will not boot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. Ge rep replaced the cmos battery and made adjustments to the power supply as preventative measures. System operates as intended.